Event description:
On (B)(6) 2010, patient reported she switched to her backup infusion device because she can not get the buttons to respond anymore. Patient stated the buttons pop back out when pressed and released, but they just don't respond or beep. Patient reported she first noticed as she bolused. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.